Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: article 03.010.411 lot 7744954 the visual investigation of the returned extraction screw has shown, that the tip is broken off. There are some hammer strokes at the top of the instrument visible. Due to the technique guide are only gentle pressure allowed to screw it clockwise into the pfna blade. The article in question was produced in a quantity of (B)(4) pieces in february 2012. We are not aware of any quality problems or failures caused by a faulty product on the article. Also we are not aware of any other complaint for this article- and lot number combination. Based on the manufacturing results, the received complaint description we cannot determine the exact root cause. We can only assume that too much lateral force was applied during this procedure which has finally lead to this breakage. Finally we conclude that the cause of failure is not due to any manufacturing non-conformances. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted or explanted. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to a product marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a proximal femoral nail antirotation (pfna) procedure on (B)(6) 2016. During the procedure, a hammer guide and an extraction screw reportedly broke. No information pertaining to the circumstances leading up to the breakage were available. The procedure was completed with a ten (10) minute delay. This report is 2 of 2 for (B)(4).